Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the posterior cuff did not attach to the needle tip. The taps were partially bent indicating the needle tip was slightly deflected and not fully engaging with the cuff during needle deployment. Because the cuff did not engage with the needle tip, the suture was not harvested confirming the reported needle to cuff miss. During testing, the plunger was inserted into the device to verify the needle trajectory and the needle trajectory, depth and mandrel travel were acceptable. To assure that all products perform according to specifications the devices are subject inspection during manufacturing. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. In this case the link detachment was influence by the cuff miss. Instructions for use states under caution, federal law restricts this device to sale by or on the order of a physician or allied healthcare professionals, authorized by, or under the direction of, such physicians who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the analysis of the returned device, inspection criteria and the reported information, the cause of the needle to cuff miss appears to be related to the operational influences during use and not a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the plunger was withdrawn, no sutures were attached. Manual compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) - operator not trained.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.